Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Event description:
The patient reported: (B)(6) 2024: I initiated contact due to a cracked lower aligner. My aligners have been pretty tight all day, and when I took them out to brush my teeth, I noticed a crack on the bottom aligner right in front of my bottom-middle-right tooth. It's almost as if the second-middle tooth is causing too much pressure as it's being pushed out. The bottom of the crack is pretty sharp. I tried filing it with the byte filer that was included in the order, and it helped a little, but my inner lip is getting pretty irritated. Clinical review: (B)(6) 2024 sent an email inquiring whether lower step #5 can be worn comfortably, in addition to requesting an updated video of the patient placing and removing the aligners. (B)(6) 2024: requested a photo of lower step #6 to determine if the patient can skip the cracked lower step #5.

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.